Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the transducer was positioned further forward than usual when inserted into the distal part of the lesion, causing deflection of the non-boston scientific (bsc) wire used with the transducer. In order to remove the device, the outer sheath was cut and the device covered with a guide extension catheter. After removal, no particular abnormality was observed in the actual product. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
H6 device codes: corrected. The device was retuned for analysis. Visual inspection revealed the ivus catheter was returned cut, and only the sheath, imaging window and tip were returned. A non-boston scientific (non-bsc) guide catheter and non-bsc guide wires were also returned. Microscopic inspection revealed the sheath, the drive shaft and the coax cable were cut, and the distal housing was detached. The guidewire exit port, and the distal section of the tip were in good condition. A test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the transducer was positioned further forward than usual when inserted into the distal part of the lesion, causing deflection of the non-boston scientific (bsc) wire used with the transducer. In order to remove the device, the outer sheath was cut and the device covered with a guide extension catheter. After removal, no particular abnormality was observed in the actual product. The procedure was completed with another of same device. There was no patient injury.